Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a new processor pca was found to be defective. It was further explained the device rebooted and a reboot error message was observed. The device was not in use on a patient. This was not a failure of a product in distribution, but was a failure of a service part to resolve the previously-reported problem during servicing. The previously-reported problem was captured in pr# (B)(4), emdr# 1218950-2018-10019. An additional processor pca was used at the time of servicing in order to resolve the issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a new processor pca was found to be defective. It was further explained the device rebooted and a reboot error message was observed. The device was not in use on a patient.